Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: locking screws broke after successful healing. It was reported that the locking screws, self-tapping, 14l are breaking and being detected after uneventful/successful healing as seen within the dynamic locking screw (dls). X-rays were taken, dates unknown, at the proximal femur. After planned implant removal three broken locking screws were detected. The three shafts/tips of the locking screw remain in the body. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.